Event description:
It was reported that shaft fractured occurred. The target lesion was located in left circumflex artery (lcx) mid to the distal end. A guidezilla was selected for use. During the procedure, it was found out that the delivery shaft was fractured. The procedure was completed with another of same device. No complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The hub, hypotube and collar were microscopically and visually inspected. Inspection revealed a complete separation at the distal edge of collar and collar damage. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that shaft fractured occurred. The target lesion was located in left circumflex artery (lcx) mid to the distal end. A guidezilla was selected for use. During the procedure, it was found out that the delivery shaft was fractured. The procedure was completed with another of same device. No complications reported and patient is stable.